Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event: it was reported from (B)(6) that during a sub trochanteric fracture surgical procedure which "took place with pfna long," it was discovered that the radiolucent drive device started idling. According to the reporter, the surgeon prepared the radiolucent drive equipped with a 3.2mm drill bit device for a primary drilling. The reporter stated that while the surgeon was inserting two screws to perform the distal locking, the device started idling. The reporter indicated that as there was no metallic sound generated during the drilling, there might not have been any interference between the screw hole and the drill bit device. The surgeon then drilled with a 4.0mm drill bit device, however, the device still kept idling. According to the reporter, the surgeon gave up using the device and preceded screwing by using the "other" drill bit device and a competitor's pin. There was a five minute delay in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the patient was a male in his (B)(6). If additional information should become available, a supplemental medwatch report will be submitted accordingly.